Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, patient factors (e.g. Large sov, severe calcification on left and right native leaflets and mild calcification on the non-coronary leaflet) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards field clinical specialist (fcs), during the transapical tavr procedure, a 26mm sapien xt valve was deployed 60:40 aortic/ventricular (a/v), resulting in mild paravalvular leak (pvl). On postoperative day (pod) 2, the patient developed shortness of breath. Transthoracic echocardiogram (tte) indicated the valve was canted in the aortic annulus. Transesophageal echocardiogram (tee) was performed and revealed the valve was horizontal in the annulus. The valve had slipped on the non-coronary cusp. The following day, open surgery was performed; the sapien xt was explanted and an edwards 27mm magna surgical valve was implanted. Following the surgery, the patient was in stable condition, but still intubated. It was perceived that patient factors, a large sinus of valsalva (sov), severe calcification on the left coronary and right coronary cusps and very little calcification on the non-coronary cusp, contributed to this event. The patient¿s native annulus area measured 481mm2. Annular calcification on the left coronary cusp was severe, the right coronary cusp was severe and the non-coronary cusp was mild. The patient¿s sov measured 40mm x 37mm x 39mm.